Event description:
This procedure was performed in the femoral popliteal artery: the system was laid over a 6 french cross over sheath. The stent could only be released 2-3 cm, no further release was possible. Physician tried to recover the system, but a piece of the stent (1-2 cm long) fragmented. Parts of the fragment could be removed with the help of surgical instruments. The rest was recovered in a surgical intervention. The patient is reported as doing fine.